Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 6 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bone type iii and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.